Event description:
It was reported that the patient stated her battery stopped charging. It was indicated that the device was explanted on (B)(6) 2012. It was noted that the cause was unknown. It was further noted that the 'battery depletion was not normal.' No patient injury was reported. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of implantable neuro stimulator found no significant anomaly. The last recharge session occurred on (B)(6) 2010, the therapy was then lost on (B)(6) 2010, no attempts to recharge the system appeared to had been made between those dates. A pmr (physician mode recharge) was performed in the lab; the ins was able to be recharged to full with no problems observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.